Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure, lead noise issue was observed on the ra lead. During the lead explant procedure an unspecified lead damage issue was observed. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.